Event description:
In 2006 pt had inamed 468 saline implants placed bilaterally post mastectomy for breast ca. No chemo, no radiation. Developed chronic pain in both breasts / deformity in the left breast. In 2012 she was diagnosed with the 1st of many episodes of bronchiolitis obliterans organizing pneumonia boop cryptogenic organizing pneumonia cop. These episodes have required steroids and antibiotics for up to 12 months to see improvement. Pt has also had an eye stroke in 2019. In the literature there are case reports of pts with boop and lung problems associated with saline implant. There is an add'l case report in the literature suggesting microemboli from the silicone covering of the saline implant caused multiple episodes of symptomatic pe in another pt years after implant was placed. Pt is in the process of having implants removed. FDA safety report ID# (B)(4).